Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer stated that he had been in and out of the emergency room for the last few days. The customer's blood glucose was 133 mg/dl. The customer stated that he had not been eating for the past few days and wished to turn the basal off on the insulin pump. The customer stated that his preset basal amounts were setting him too low. The customer's most recent blood glucose was 97 mg/dl, which was treated with food. He complained of vomiting, nausea, cramps, severe pain and difficulty keeping food down. Customer stated that he had a belly button hernia. He reported that the insulin pump had been giving him too much insulin for when he was eating. He advised that he had been working with his doctor adjusting the bolus wizard settings to set them up correctly. Customer was unable to disconnect from the insulin pump due to a binding that held his colon in place. He was advised to consult with his doctor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.